Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the device failed to complete its internal self-test. The battery and non- return valve (nrv) assembly were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device had a blank screen. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had a blank screen. During resmed evaluation, the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an error message (sf74) related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf74 was due to a software issue while failure to complete its internal self-test was due to a faulty/defective nrv. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).